Event description:
The customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated accutni (troponin) result in the risk stratification range for two pts. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample with a different reagent lot and the results were within a different clinical reference range. The initial results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not sent to investigate the event. A bci field service engineer (fse) was not dispatched to investigate the event. A review of system checks has indicated the data is within specs. A definitive root cause could not be determined for this event. This is 2 of 2 separated MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-05630 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.